Manufacturer narrative:
The compressor was investigated by our field service engineer (fse). The fuses were replaced, and the compressor then worked properly. The fuses were not returned. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The exact root cause for the blown fuses in this case has not been determined.

Event description:
It was reported that the fuses blow up in the compressor. There was no patient harm. Manufacturer's ref #: (B)(4).